Manufacturer narrative:
The device was returned by the customer's service center to resmed for evaluation. The device evaluation determined that the system fault 65 was due to a software error. To resolve this issue, the device software was upgraded. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by the resmed service center that an astral device that was returned for repair displayed a system fault (sf 65) error message after it was powered on and would not reset. There was no patient injury reported as a result of this incident.